Event description:
It was reported that the monitor on the 9800 system intermittently blanked out. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the left monitor. The system operates as intended.